Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely leakage from a-rubber (bending section cover) led to water invasion of the device. Subsequently, an abnormality occurred at the image sensor unit. As a result, the suggested event occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information please read before use. ¦warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. ¦inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found the customer's allegation was confirmed due to a bending section cover hole and cut. Also, evaluation found the following: dent on the insertion tube, bending section glue crack, plug unit failure.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the bronchovideoscope failed the leaked test. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: noise image, image still intermittent after troubleshooting with the new temperature plug unit and circuit board. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.